Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: image blackout, insertion tube buckles at end of root brace, fluid invasion in control body, fluid invasion in segment section, light carrying bundle has less than 70% transmission, leak at biopsy channel (large/primary) inlet side, endoscope failed electrical safety test, suction tube resistance, pve electrical connector frame has severe corrosion, pve electrical pin corroded, fluid invasion in pve connector, segment corroded, primary channel resistance at proximal end near root brace, up/down guide plate corroded, shield cover corroded, fluid invasion in umbilical light guide cable, ccd circuit board corrosion, and control body sever corrosion inside. The device was cleaned and disinfected, with angulation adjustment performed and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for a ec34-i10l- video colonoscope, indicating that there was no video image. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.